Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged resulting to poor p wave morphology and increased pacing threshold measurements. The patient¿s pacemaker was reprogrammed. No adverse patient effects were reported. This lead remains in service.